Manufacturer narrative:
Lotus edge valve delivery system (23332753-27) was returned to the complaint investigation site (cis) for analysis. The catheter was sheathed on receipt. It was noted that the outer sheath (os) was compressed at the distal end of the device. This is not an abnormal observation and is due to removal of the catheter through the introducer sheath post valve release. The compressed region was 150mm in length starting 20mm proximally from the nosecone, extending proximally along the os. The control knob and release collar were removed, and the chock was reset before the device was unsheathed. As the sheathing aids are the last component of the delivery system to be removed from the valve post valve release phase 2, the sheathing aids were inspected for damage and there was no damage or issues noted during the evaluation. There was no indication that the delivery system may have contributed to the complaint incident. There was evidence that the device was used in a manner inconsistent with the labelled indications. The lotus edge valve was implanted into a patient with a pre-existing prosthetic heart valve. According to the lotus edge valve system directions for use general precautions; the safety, effectiveness and durability have not been established for pre-existing prosthetic heart valve or prosthetic ring in any position.

Event description:
It was reported that the valve embolized. A lotus edge valve delivery system was advanced to the native aortic valve. The valve was resheathed several times during positioning, per the directions for use, and ultimately positioned in the proper location. A tug test was performed and verified no movement of the lotus edge valve. Release phases one and two were completed successfully. After release phase 2 the sheathing aids were still woven on the left coronary cusp (lcc) side of the valve. The physician applied backward tension on the delivery catheter to release the sheathing aids. The valve moved back above the annulus and the sheathing aid on the lcc released. A balloon was used to try and move the valve back into the descending aorta. The balloon was unable to move the valve so the physician attempted to snare the valve back into the descending aorta. A pulmonic stent was used to secure the lotus edge valve in the sinus of valsalva. After implanting the pulmonic stent, the patient required cardiopulmonary resuscitation. A second valve was attempted to be implanted but had difficulty crossing and third non-bsc valve was implanted. The patient is still on a ventilator but off the ECMO assist device. It was further reported that the patient experienced a stroke and went to a rehab facility. The lotus edge valve was removed and new non-bsc valve was implanted. The patient has been discharged home.

Manufacturer narrative:
Lotus edge valve delivery system ((B)(6)) was returned to the complaint investigation site (cis) for analysis. The catheter was sheathed on receipt. It was noted that the outer sheath (os) was compressed at the distal end of the device. This is not an abnormal observation and is due to removal of the catheter through the introducer sheath post valve release. The compressed region was 150mm in length starting 20mm proximally from the nosecone, extending proximally along the os. The control knob and release collar were removed, and the chock was reset before the device was unsheathed. As the sheathing aids are the last component of the delivery system to be removed from the valve post valve release phase 2, the sheathing aids were inspected for damage and there was no damage or issues noted during the evaluation. There was no indication that the delivery system may have contributed to the complaint incident. There was evidence that the device was used in a manner inconsistent with the labelled indications. The lotus edge valve was implanted into a patient with a pre-existing prosthetic heart valve. According to the lotus edge valve system directions for use general precautions; the safety, effectiveness and durability have not been established for pre-existing prosthetic heart valve or prosthetic ring in any position.

Event description:
It was reported that the valve embolized. A lotus edge valve delivery system was advanced to the native aortic valve. The valve was resheathed several times during positioning, per the directions for use, and ultimately positioned in the proper location. A tug test was performed and verified no movement of the lotus edge valve. Release phases one and two were completed successfully. After release phase 2 the sheathing aids were still woven on the left coronary cusp (lcc) side of the valve. The physician applied backward tension on the delivery catheter to release the sheathing aids. The valve moved back above the annulus and the sheathing aid on the lcc released. A balloon was used to try and move the valve back into the descending aorta. The balloon was unable to move the valve so the physician attempted to snare the valve back into the descending aorta. A pulmonic stent was used to secure the lotus edge valve in the sinus of valsalva. After implanting the pulmonic stent, the patient required cardiopulmonary resuscitation. A second valve was attempted to be implanted but had difficulty crossing and third non-bsc valve was implanted. The patient is still on a ventilator but off the ECMO assist device.

Manufacturer narrative:
H3 - device evaluated by manufacturer: lotus edge valve delivery system (23332753-27) was returned to the complaint investigation site (cis) for analysis. The catheter was sheathed on receipt. It was noted that the outer sheath (os) was compressed at the distal end of the device. This is not an abnormal observation and is due to removal of the catheter through the introducer sheath post valve release. The compressed region was 150mm in length starting 20mm proximally from the nosecone, extending proximally along the os. The control knob and release collar were removed, and the chock was reset before the device was unsheathed. As the sheathing aids are the last component of the delivery system to be removed from the valve post valve release phase 2, the sheathing aids were inspected for damage and there was no damage or issues noted during the evaluation. There was no indication that the delivery system may have contributed to the complaint incident. A review of the procedural media was reviewed by a boston scientific quality engineer. The angiographic media was consistent with the reported event. The media shows the attempted implantation of a lotus edge valve within a surgical aortic valve which was previously placed. It was noted that the lotus edge valve had a barrel shape with no waist prior to release. The absence of a waist may indicate that the valve was not anchored to the anatomy, although it was stated that the user performed a tug test. A tug test is performed as per lotus edge valve training to confirm anchoring of the valve, however from the media available it does not show this tug test being performed and therefore from the media available the tug test or level of tug test performed cannot be confirmed. Following release of the lotus edge valve from the delivery system, the lotus edge valve is shown to be embolized to the sinus of valsalva. The tug test, release phases and the removal of the sheathing aids were not shown, so it cannot be confirmed from the available media why the embolization occurred. Attempts were then made to reposition the embolized valve with a snare and a bav balloon. A stent was then implanted through the lotus edge valve followed by the deployment of a non bsc valve. There were no further angiographic series pertaining to this complaint event. There was evidence that the device was used in a manner inconsistent with the labelled indications. The lotus edge valve was implanted into a patient with a pre-existing prosthetic heart valve. According to the lotus edge valve system directions for use (dfu:50473081-01) section 6.1 general precautions; the safety, effectiveness and durability have not been established for pre-existing prosthetic heart valve or prosthetic ring in any position.

Event description:
It was reported that the valve embolized. A lotus edge valve delivery system was advanced to the native aortic valve. The valve was resheathed several times during positioning, per the directions for use, and ultimately positioned in the proper location. A tug test was performed and verified no movement of the lotus edge valve. Release phases one and two were completed successfully. After release phase 2 the sheathing aids were still woven on the left coronary cusp (lcc) side of the valve. The physician applied backward tension on the delivery catheter to release the sheathing aids. The valve moved back above the annulus and the sheathing aid on the lcc released. A balloon was used to try and move the valve back into the descending aorta. The balloon was unable to move the valve so the physician attempted to snare the valve back into the descending aorta. A pulmonic stent was used to secure the lotus edge valve in the sinus of valsalva. After implanting the pulmonic stent, the patient required cardiopulmonary resuscitation. A second valve was attempted to be implanted but had difficulty crossing and third non-bsc valve was implanted. The patient is still on a ventilator but off the ECMO assist device. It was further reported that the patient experienced a stroke and went to a rehab facility. The lotus edge valve was removed and new non-bsc valve was implanted. The patient has been discharged home.

Manufacturer narrative:
H3 device evaluated by manufacturer: lotus edge valve delivery system (B)(6) was returned to the complaint investigation site (cis) for analysis. The catheter was sheathed on receipt. It was noted that the outer sheath (os) was compressed at the distal end of the device. This is not an abnormal observation and is due to removal of the catheter through the introducer sheath post valve release. The compressed region was 150mm in length starting 20mm proximally from the nosecone, extending proximally along the os. The control knob and release collar were removed, and the chock was reset before the device was unsheathed. As the sheathing aids are the last component of the delivery system to be removed from the valve post valve release phase 2, the sheathing aids were inspected for damage and there was no damage or issues noted during the evaluation. There was no indication that the delivery system may have contributed to the complaint incident. A review of the procedural media was reviewed by a boston scientific quality engineer. The angiographic media was consistent with the reported event. The media shows the attempted implantation of a lotus edge valve within a surgical aortic valve which was previously placed. It was noted that the lotus edge valve had a barrel shape with no waist prior to release. The absence of a waist may indicate that the valve was not anchored to the anatomy, although it was stated that the user performed a tug test. A tug test is performed as per lotus edge valve training to confirm anchoring of the valve, however from the media available it does not show this tug test being performed and therefore from the media available the tug test or level of tug test performed cannot be confirmed. Following release of the lotus edge valve from the delivery system, the lotus edge valve is shown to be embolized to the sinus of valsalva. The tug test, release phases and the removal of the sheathing aids were not shown, so it cannot be confirmed from the available media why the embolization occurred. Attempts were then made to reposition the embolized valve with a snare and a bav balloon. A stent was then implanted through the lotus edge valve followed by the deployment of a non bsc valve. There were no further angiographic series pertaining to this complaint event. There was evidence that the device was used in a manner inconsistent with the labelled indications. The lotus edge valve was implanted into a patient with a pre-existing prosthetic heart valve. According to the lotus edge valve system directions for use (dfu: 50473081-01) section 6.1 general precautions; the safety, effectiveness and durability have not been established for pre-existing prosthetic heart valve or prosthetic ring in any position.

Event description:
It was reported that the valve embolized. A lotus edge valve delivery system was advanced to the native aortic valve. The valve was resheathed several times during positioning, per the directions for use, and ultimately positioned in the proper location. A tug test was performed and verified no movement of the lotus edge valve. Release phases one and two were completed successfully. After release phase 2 the sheathing aids were still woven on the left coronary cusp (lcc) side of the valve. The physician applied backward tension on the delivery catheter to release the sheathing aids. The valve moved back above the annulus and the sheathing aid on the lcc released. A balloon was used to try and move the valve back into the descending aorta. The balloon was unable to move the valve so the physician attempted to snare the valve back into the descending aorta. A pulmonic stent was used to secure the lotus edge valve in the sinus of valsalva. After implanting the pulmonic stent, the patient required cardiopulmonary resuscitation. A second valve was attempted to be implanted but had difficulty crossing and third non-bsc valve was implanted. The patient is still on a ventilator but off the ECMO assist device. It was further reported that the patient experienced a stroke and went to a rehab facility. The lotus edge valve was removed and new non-bsc valve was implanted. The patient has been discharged home. It was further reported that the cardiopulmonary resuscitation was required due to the patient heart stopped for approximately 30 minutes. A second non-bsc heart valve was implanted. The patient heart restarted and stabilized. The patient suffered multiple strokes. The lotus edge valve remained in the patient. Patient was placed in an induced coma. The patient suffered damage to cognitive function. After three weeks the patient was transferred to another facility for three weeks. During this time the patient slowly regained the ability to eat, speak and walk. The patient temporarily returned home. Fifty-six days later, the patient underwent open heart surgery to replace the lotus edge valve with another mechanical valve. Approximately 18 months later, the patient had not regained full cognitive functioning, and is still physically limited.

Event description:
It was reported that the valve embolized. A lotus edge valve delivery system was advanced to the native aortic valve. The valve was resheathed several times during positioning, per the directions for use, and ultimately positioned in the proper location. A tug test was performed and verified no movement of the lotus edge valve. Release phases one and two were completed successfully. After release phase 2 the sheathing aids were still woven on the left coronary cusp (lcc) side of the valve. The physician applied backward tension on the delivery catheter to release the sheathing aids. The valve moved back above the annulus and the sheathing aid on the lcc released. A balloon was used to try and move the valve back into the descending aorta. The balloon was unable to move the valve so the physician attempted to snare the valve back into the descending aorta. A pulmonic stent was used to secure the lotus edge valve in the sinus of valsalva. After implanting the pulmonic stent, the patient required cardiopulmonary resuscitation. A second valve was attempted to be implanted but had difficulty crossing and third non-bsc valve was implanted. The patient is still on a ventilator but off the ECMO assist device.